Event description:
It was reported that the patient developed an infection. Since (B)(6), 2011 the patient experienced two hematomas that required opening of the pocket. The doctor attributes the infection to the long exposure time during surgery. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.